Event description:
It was reported that the wire was fractured. The 60% stenosed target lesion was located in the moderately calcified and not very tortuous straight segment in the mid-distal anterior tibial. During the procedure, resistance was felt upon advancing and it was noted that the wire fractured into two pieces. The devices were pulled together and the physician had to re-position a new wire and used a whole new device to complete the procedure. Per client, it felt that the break was on ether entire time, difficult to pass or retrieve wire. There was no injury reported and the patient is safe, and healthy.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. The wire used in the procedure was not returned, so analysis was performed using a test wire. The rotawire was not able to be inserted into the annulus due to the annulus no longer being round, restricting the wire.

Event description:
It was reported that the wire was fractured. The 60% stenosed target lesion was located in the moderately calcified and not very tortuous straight segment in the mid-distal anterior tibial. During the procedure, resistance was felt upon advancing and it was noted that the wire fractured into two pieces. The devices were pulled together and the physician had to re-position a new wire and used a whole new device to complete the procedure. Per client, it felt that the break was on ether entire time, difficult to pass or retrieve wire. There was no injury reported and the patient is safe, and healthy.